Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (RA) lead exhibited loss of capture. The RA lead was removed and replaced. The patient was in stable condition.